Manufacturer narrative:
H3: one cadd reservoir cassette from p/n 21-7302-24 l/n unknown was received in used condition without its original packaging inside a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The sample was connected to a cadd legacy plus to look for unusual functions; the sample was fully priming and connected without difficult. The pump was set running and no alarm was not activated. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported "causes pump to alarm" issue was unable to be confirmed. There was no fault found with the returned cassette.

Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical cadd medication cassette reservoir an "air in line detected" alarm went off, which did not allow it to be restarted. No adverse patient effects were reported.